Event description:
Had breast cancer surgery with a double mastectomy and reconstruction with expanders put in, then sientra textured implants put in. I have had numerous problems, joint pain, blurring vision, hot flashes, lung issues, shortness of breath, red face, breast and chest pain, memory loss, bii symptoms. FDA safety report ID# (B)(4).